Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/large clots') in an adult female patient who had essure (batch no. B60764- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera, oral contraceptive and mirena. Concurrent conditions included body mass index normal, asthma and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraine"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced pollakiuria ("frequent urination"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condition/problem"), ovarian cyst ("ovarian cyst") and vulvovaginal pain ("vaginal area") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, back pain, fatigue, headache, vaginal haemorrhage and vulvovaginal pain had resolved and the psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, migraine, nausea, nervous system disorder, ovarian cyst, uterine leiomyoma and pollakiuria outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, pollakiuria, psychological trauma, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., uti, vaginal discharge, fatigue, gi conditions, migraine, headaches, nausea and nuero condition/problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ large clots') in an adult female patient who had essure (batch no. B60764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera, oral contraceptive and mirena. Concurrent conditions included body mass index normal, asthma and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraine"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced pollakiuria ("frequent urination"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condition/ problem"), ovarian cyst ("ovarian cyst") and vulvovaginal pain ("vaginal area") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, back pain, fatigue, headache, vaginal haemorrhage and vulvovaginal pain had resolved and the psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, migraine, nausea, nervous system disorder, ovarian cyst, uterine leiomyoma and pollakiuria outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, pollakiuria, psychological trauma, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, apareunia, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., uti, vaginal discharge, fatigue, gi conditions, migraine, headaches, nausea and nuero condition/ problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical record received. Essure lot number and explant date added. Product indication updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, apareunia, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., uti, vaginal discharge, migraine, headaches, nausea, nuero condition/ problem, ovarian cyst, fibroids frequent urination and vaginal area were added. Medical history, lab data and historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.